Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a clinic visit on (B)(6) 2017, a ¿driveline disconnected, pump stopped¿ alarm was noted during review of the device history. The patient reported feeling dizzy at that time, and the system controller was switched back to batteries immediately. The alarms stopped and the system was checked. It was reported that the driveline was the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a clinic visit on (B)(6) 2017, a ¿driveline disconnected, pump stopped¿ alarm was noted during review of the device history. The patient reported feeling dizzy at that time, and the system controller was switched back to batteries immediately. The alarms stopped and the system was checked. It was reported that the driveline was twitching under the belt of the patient¿s trousers. After ¿relieving¿ the driveline, the system controller was connected to the power module again and a log file was saved. The log file reviewed by the manufacturer¿s technical services representative confirmed the reported alarms. Submitted x-ray images showed no obvious or conclusive areas of concern. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed; however, a pump stop alarm occurred later that night when the patient was sitting and moving gently on the bed. The patient reportedly was asymptomatic and hemodynamically stable. On (B)(6) 2017, the patient underwent a pump exchange. No further information was provided.